Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. The meter was visually inspected, and damaged device case was observed. Meter did not powered on with button press and strip insertion. Meter was de-cased and further investigated. Visual inspection was performed and liquid contamination was observed on pcba (printed circuit board assembly). Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.